Event description:
It was reported that during pre-surgery, it was observed that the right side of the universal battery charger device was not charging. There were no delays to the planned surgical procedure. It was reported that the other side of the device was used to charge the battery devices. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as mar 4, 2005. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the charging bays were not charging. Therefore, the reported condition was confirmed. It was further reported that the housing was broken and charging bays 3 and 4 were loose. The assignable root cause was determined to be due to wear on electronic components from normal use over time and also improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.